Manufacturer narrative:
(B)(4). Date sent: 12/07/2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. What were the indications for surgery? No further information is available. How was the leak addressed? Re-operation is not required, conservative treatment will be given. What surgical procedure was performed? Low anterior resection. What conservative treatment was provided to the patient? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? No. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? No further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? No further information is available. Were the donuts inspected? No further information is available. If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? =>no further information is available. Were there any issues noted with staple formation at any point throughout the care of the patient? No further information is available. If so, please describe the shape and location. Was a leak test performed? No further information is available. If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? No further information is available. How was the leak identified? No further information is available. What is the current status of the patient? No further information is available. No further information will be provided."

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: minor leakage occurred from the anastomosed site 4 days after the surgery. He got a fever. Prolonged hospitalization due to fever is possible. The device had no problem at the firing. It is unknown why this leakage occurred. No extra tension was applied to the target tissue. Re-operation is not required; conservative treatment will be given. The patient is a (B)(6)-year-old male. He is staying in the hospital. He is slightly obese. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? How was the leak addressed? What surgical procedure was performed? What conservative treatment was provided to the patient? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What is the current status of the patient?.

Event description:
It was reported that during a laparoscopic low anterior resection, leakage was observed at a leak test. The device was used on the rectum. Additional hand suture was performed on the anastomosed site. The colostomy was performed to complete the case. No further information is available.